Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the customer unplugged the iab catheter and transduced traditional fluid lumen signal without a problem. This appeared to fix the issue, however additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
It was reported that the fiber optic signal on intra-aortic balloon pump (iabp) failed. The alarm message was not available. This event occurred while the iabp was being used on a patient. No death or injury was reported.

Manufacturer narrative:
The facility has not requested getinge service, as their in-house biomed department maintains service on their iabp units. It was later reported that the cs300 iabp was traded in and has been destroyed; it is no longer in use at the facility.

Event description:
It was reported that the fiber optic signal on the cs300 intra-aortic balloon pump (iabp) failed. The specific alarm message was not reported. This event occurred while the iabp was being used on a patient. No death or injury was reported.